Event description:
It was reported by the patients blood glucose level rose to 300mg/dl. The patient reported the pod was alarming and the inside of the pod appeared burnt and melted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.